Event description:
The hospital reported that images for 3 scopes were blurry. None of the scopes were used in a procedure, nor had patient involvement. The scopes were received three days after the event date, and it was observed that 2 of the scopes had cracked distal lens. The "cracked lens" is a reportable malfunction. This report is for the third scope.

Manufacturer narrative:
Investigation results: scholly investigation received six days after the event date indicates that objective broken due to strong shock / mishandling. This shows the mechanical deformation at distal end.